Manufacturer narrative:
Evaluation results: risk of procedure ¿ (death). Evaluation conclusions: inherent risk of procedure ¿ (death). (B)(4).

Event description:
Index procedure was prompted by stable angina. One endeavor sprint drug eluting stent was implanted during the index procedure in the lad. The patient expired approximately 50 months post index procedure. The cause of death is unknown.